Event description:
It was reported that during an unknown procedure, there were misformed clips. No further information is available. No adverse patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed six clips, the remaining clip was not properly fed into the jaws causing the clip to be ejected during consecutive firing sequence the clip was caught between the jaws and top shroud due to the found feeding issue. Finally, it locked out as intended. It should be noted that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.